Event description:
Pts (patients) mom stated the first infusion with supplies from (B)(6) occurred yesterday (B)(6) 2025. Patient is a continuation of therapy from (B)(6) pharmacy (start date unknown). Mom stated prior infusions took about 30minutes, and yesterday¿s took about 1 hour and 45 minutes to complete. Mom unsure if pump is broken or not working properly. Confirmed with realo pharmacy the needle set and tubing are the same as what we sent and should be giving the same/similar infusion time. Serial number for malfunctioning pump is (B)(6). No further information to provide at this time. Reported to (B)(6) by: patient/caregiver.